Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the lead was displaced after the placement of catheter. A different catheter was used to place the lead again. The lead remains in use. No patient complications have been reported as a result of this event.